Manufacturer narrative:
An investigation of kangaroo joey pump was performed for the reported condition; the unit infuses 22% more than what it was programmed to. The unit was triaged and the complaint was confirmed. The cause of the reported condition was due to failure of the unit¿s gearbox. The unit was then fully tested; unit passed all testing. The unit was manufactured in 2014. A review of the device history record shows this device was released meeting all manufacturing specifications. (B)(4).

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding pump. The customer reports: the pump infuses 22% more than what it is programed to. No patient involved.